Manufacturer narrative:
Product event summary: no anomalies found. The main board was replaced as preventative. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that when the external pulse generator (epg) was connected to a patient the rate reached 180 beats per minute (bpm) and did not change when the rate dial was turned. It seemed that the rate dial was broken. Pacing lasted at the high rate for about 15 minutes but there was no health damage. After the epg was removed from the patient it returned to normal pacing temporarily. However, the device had been performing rapid pacing when the rep collected it and the setting could not be reverted to the previous one. The epg was replaced with another epg. The epg is expected to be returned for servicing. No patient complications have been reported as a result of this event.